Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a uni-compartmental knee replacement surgical procedure, it was discovered that while the surgeon was making a tibial cut on the uni-knee, the battery oscillator device stopped working once the blade device made contact with the bone. There was a two minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was working. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was making an unusual noise. It was further observed that the oscillator head base was completely broken and the set screw was worn (normal wear). It was further determined that there was an unknown substance inside the gear (improper cleaning). The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.